Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a white particle was noticed in the bd¿ syringe with bd luer-lok¿ tip. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received one 60ml syringe for evaluation. Our quality engineer was able to visually inspect the returned sample and determined that there was an air bubble about half an inch big inside the syringe. Based off of the visual inspection the engineer was able to verify the reported issue of foreign matter. The air bubble appeared to have been caused during the molding process. A review of the device history record could not be performed as the lot number was unknown. Investigation conclusion: manufacturing molding process.

Event description:
It was reported that a white particle was noticed in the bd¿ syringe with bd luer-lok¿ tip. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields:" device returned to manufacture: yes.

Event description:
It was reported that a white particle was noticed in the bd¿ syringe with bd luer-lok¿ tip. Found before use. No reports of serious injury or medical intervention noted.